Event description:
The user facility reported that water was leaking from their sterilizer. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the drain funnel assembly required replacement. The technician repaired the sterilizer, tested the unit and returned it to service. No additional issues have been reported.